Event description:
Reporter alleged obtaining discrepant blood glucose results for about a week prior to questioning back to back testing on the meter. Customer stated glucose measured 75 mg/dl back to back with a result of 15 mg/dl when testing was performed a couple of minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.